Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were occurrences of blood backing up into the tubing during the use of an unspecified quantity of novum iq large volume pumps (lvp). The blood in the administration set was observed to flow in the reverse direction from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.